Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the right ventricular (rv) lead was suspected to be dislodged. When the patient presented in clinic, it was observed that the patient received inappropriate high voltage therapy as a result of the rv lead dislodgement. The rv lead was repositioned to resolve the event. Patient was stable and will continue to be monitored.